Event description:
It was reported that the patient experienced a nighttime low blood glucose event with a bg of 55 mg/dl after a prior correction bolus was delivered for elevated glucose; the low resolved within 30 minutes after ingestion of oral glucose (one juice box), and device alerts for low glucose were received. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention, no hospitalization, and no long-term effects reported. Investigation included review of device data and user reports, as well as troubleshooting and education regarding hypoglycemia management and consideration of a sleep target. Investigation of this case revealed recurrent nocturnal lows in the preceding week, with recent decreases in activity level and slight mealtime shifts reported, while device alerts functioned and the low responded to carbohydrate intake. It was concluded that the event constituted hypoglycemia with an unclear cause, and additional training was assigned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.